Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the (B)(4) sheath was unable to advance through the tortuous and calcified anatomy. The delivery catheter system (dcs) was unable to advance. Resistance was felt and a dissection was noted at the left common iliac artery. A peripheral stent was implanted and the valve was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: the manufacturing site ID for the initial medwatch report submitted april 24, 2017 was corrected from (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the anatomy was tortuous and calcified. This indicates that the probable cause of the advancement difficulties was patient anatomy. Vascular complications, such was dissection, are known adverse patient effects per the device instructions for use (IFU), and are typically related to patient anatomical factors, in addition to procedural and device factors. There was no information to suggest a device quality deficiency or malfunction was related to this event, but an assignable root cause cannot be determined with the information provided. If information is provided in the future, a supplemental report will be issued.